Manufacturer narrative:
D4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. H6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. H11: blocks b5, b3, d6a, h6, have been updated based on additional information received on 03feb2025.

Event description:
A patient who underwent a spaceoar vue placement procedure, and transperineally fiducial markers placement, experienced signs of vascular uptake and possible prostatic infiltration, which was detected through a computerized tomography (CT) scan. The patient visited the emergency room due to rectal pain, but fortunately, there was no evidence of rectal wall infiltration. The patient radiation treatment was delayed. Additional information. The patient experienced complications, including anal burning and reduced bowel movements. After reviewing images, it was observed that the hydrogel had been misplaced during the procedure. Instead of being deployed in the correct location, the gel had been accidentally placed anterior to denonvillier's fascia, allowing it to flow freely around the prostate and potentially accessing nearby blood vessels. This misplaced gel had tracked down to a vein on the right side of the patient's body. Although there was a risk of immediate embolization, the patient is no longer in the critical window and was expected to be safe. It was generally agreed that proceeding with treatment would not have significant consequences. The patient has already begun treatment with moderate hypofractionation and is not experiencing any issues.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event,01/13/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported a patient underwent a spaceoar vue placement procedure, and transperineal fiducial marker placement. The patient experienced signs of vascular uptake and possible prostatic infiltration, which was detected through a computerized tomography (CT) scan. The patient visited the emergency room due to rectal pain, but fortunately, there was no evidence of rectal wall infiltration. The patient radiation treatment was delayed.